Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant of this right atrial (ra) lead, the pacing threshold measurements were over 5 volts and the pacing impedance measurements were above 2,000 ohms after the lead was fixated into the atrium. An attempt was made to reposition the lead, but the helix was not able to be fully extended. This ra lead was extracted and the physician elected to only have an right ventricular (rv) lead and implanted a single chamber pacemaker. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned with the helix extended. Visual inspection of the helix noted it was stretched; most likely induced during the procedure. The helix mechanism was tested and the helix would not retract. Resistance and pressure tests were then completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis was unable to confirm the clinical observations of high pacing threshold and impedance measurements. The lead was found to be electrically continuous. In addition, analysis did confirm the observation of a stuck helix. The helix was found to be stretched, most likely induced during the implant procedure.